Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead dislodged. An attempt to reposition the lead was unsuccessful and it was replaced.